Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient experienced a myocardial infarction <72 hours prior to the this procedure. Vascular access was obtained via the right femoral artery. The 2.75x50mm, 90% stenosed, concentric, de novo target lesion was located in the severely calcified distal right coronary artery (rca). The vessel was predilated with a non-compliant balloon and a cutting balloon. An unspecified size synergy stent was advanced all the way to the distal third of the rca, but was unable to cross the lesion. The shaft broke where the physician was holding and pushing the device. An attempt to place a non-bsc stent in the proximal third of the rca was made, but its shaft also broke. No stent was implanted at the distal lesion. Two other synergy stents were implanted at the mid and proximal thirds of the rca. The coronary artery remained with timi 3 flow and the patient remained hemodynamically stable and asymptomatic. There were no patient complications reported and the patient¿s status post procedure was stable.